Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Unable to locate the manufacturing date of the device due to an unknown serial number. Based on the results of the investigation, the phenomenon had occurred because the pigtail was not inserted properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. Technical assistance center instructed the customer to verify, that the paddle was plugged into the right side. The customer found that the paddle was not plugged into the correct side. Once plugged in correctly, the image appeared as intended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera ii video system center was displaying color bars on the monitor, instead of the endoscopic image. The intended procedure was diagnostic. There was no patient harm associated with the event.